Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the biometric identifier (bio ID) was failed. A field service engineer (fse) contacted the customer, who then checked the station and later confirmed that the bio ID was functioning properly. The system functioned as intended.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, fingerprint scanner was not working. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.